Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the left ventricular lead was connected to the new device, good impedance reading were noted on all vectors, but not in vector 2. The impedance readings in vector 2 were high and there was no capture. The lead was reconnected twice and the lead pin was cleaned, but the high impedance readings continued. All other vectors were within normal limits. The device was programmed in vectors not associated with vector 2. Upon interrogation the following day after the implant, the results were the same. The lead and device remain in use. No patient complications have been reported as a result of this event.